Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the battery compartment was cracked in two places: near the top and below the bumper pad. The pump case is damaged in area below keypad. The battery compartment has a leak. Evidence of moisture inside the pump. Use returned battery cap, battery cap does tighten fully.